Manufacturer narrative:
(B)(4).

Event description:
The patient went in for a pump refill and had to go to the ER (emergency room) (B)(6) with delirium. The medication was then emptied from the pump and sent back to the pharmacy and new medications were ordered for refilling the pump. The physician suspected an issue with the drug. The patient's pump was refilled the next day without any issues. The medications being delivered via the device system were bupivacaine, and morphine.